Manufacturer narrative:
Product complaint # (B)(4). (B)(4). As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch #5111863. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form #5111863 it was reported a patient underwent a laparoscopic appendectomy for uncomplicated appendicitis in 2022. The patient's skin was prepped with chloraprep and her wounds were dressed with topical skin adhesive following the surgery. She developed a contact dermatitis in the area around her umbilical incision and was prescribed hydrocortisone cream for the same. The rash resolved, but her umbilical skin and the skin underlying the 5mm incisions in her low midline and left lower quadrant became hyperpigmented without signs of infection. The hyperpigmentation appears to be a superficial burn. This has been managed with local wound care and antibiotic ointment. The device is not available for return.